Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the additional information from the investigation results to the h10 section. Moreover, there is a low probability of occurrence of this defect based from the numerical estimation in reference to the total occurrence of troubles for the confirmed DHR of (B)(4) lots. To further enhance the corrective action that was initiated last july 6, 2019, refresher training for technicians, on-line inspectors and leaders on related work instruction was conducted. Also, we will train our associates through training module on how to properly adjust the bonding station and on how to conduct product confirmation. Similarly, inspection method of needles (during product confirmation) will be improved from feeder to table inspection to accurately confirm the glue condition. In addition, our glue inspection system will be modified until march 2020 for a more accurate inspection of the glue mound.

Manufacturer narrative:
Lot number - potential lots 190218d, 190416d and 190511d. Expiration date - july 2019, september 2019, and october 2019. UDI - not applicable. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number - unknown. Occupation - doctor. Device manufacture date - 18/feb/2019, 16/apr/2019, and 11/may/2019. The actual device has been returned for evaluation. Therefore the investigation was based on the actual sample, photos received and retention samples. Based on the result of investigation, the problem originated from our process. Most likely, the technician is still adjusting the glue application during start-up / troubles and the jigs affected by the adjustment was not taken out by the on-line inspector (on-line inspector is not present during the adjustment) therefore the jig proceeded at drying tunnel until good product ejection. Appearance of the actual sample showed that this level of defect can only happen during machine start-up, rubber hold replacement and troubleshooting/adjustment where epoxy application is being regulated to have a good level of applied glue between cannula and hub. As explained on simulation 3 where there is a chance of 0.06% (1/1,600 pcs.) Probability that the product will be judged as good. Since the camera detection inspects one side only of the product or an approximate 20 to 30% of the needle surface will be viewed by the camera for inspection. Therefore, detection of inspection system is dependent to the position of the product during inspection wherein glue is facing the camera. Moreover, there is a low probability of occurrence of this defect based from the numerical estimation in reference to the total occurrence of troubles for the confirmed 46 lots DHR. To further enhance the corrective action that was initiated last (B)(6) 2019, refresher training for technicians, on-line inspectors and leaders on related work instruction was conducted and will be completed until (B)(6) 2019. Also, deviation report for additional product confirmation if on-line inspector 2 will find less glue and improvement on proper confirmation after glue set-up and was implemented last (B)(6)2019 respectively. (B)(4).

Event description:
The user facility reported a detached cannula when the user removed the protector before use, they noticed the needle was broken from the root. The user noticed before use and did not use the device.